Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation, uterine prolapse and ovarian adhesion. Concomitant products included diazepam (valium), ketorolac, medroxyprogesterone acetate (depo-provera), pethidine hydrochloride (demerol) and promethazine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury "), alopecia ("hair loss"), cyst ("cyst"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems: urinary problems") and pelvic pain ("pain"). The patient was treated with surgery (hyst. (Partial)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, iron deficiency anaemia, psychological trauma and pelvic pain outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, alopecia, cyst, bladder disorder and urinary tract disorder had resolved. The reporter considered alopecia, bladder disorder, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-(B)(6) 2009(previously reported). She received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). In (B)(6) 2007, she had hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result-not provided.. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, patient medical history, concomitant medications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation, uterine prolapse and ovarian adhesion. Concomitant products included diazepam (valium), ketorolac, medroxyprogesterone acetate (depo-provera), pethidine hydrochloride (demerol) and promethazine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury "), alopecia ("hair loss"), cyst ("cyst"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems: urinary problems") and pelvic pain ("pain"). The patient was treated with surgery (hyst. (Partial)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, iron deficiency anaemia, psychological trauma and pelvic pain outcome was unknown and the dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, alopecia, cyst, bladder disorder and urinary tract disorder had resolved. The reporter considered alopecia, bladder disorder, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2009(previously reported). She received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). In (B)(6) 2007, she had hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result-not provided.. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury "), alopecia ("hair loss"), cyst ("cyst"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, iron deficiency anaemia and psychological trauma outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, alopecia, cyst, bladder disorder and urinary tract disorder had resolved. The reporter considered alopecia, bladder disorder, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date-??-???-2007. She received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding- menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), anemia, gen. Abnormal. Bleeding, other injuries/symptoms: hair loss, cyst, bladder/urinary problems. Product indication was updated. Lab data was added. Outcome of events pain, bleeding, bladder/urinary, other from unknown to recovered/resolved were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleedding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury "), alopecia ("hair loss"), cyst ("cyst"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems: urinary problems") and pelvic pain ("pain"). The patient was treated with surgery (hyst. (Partial)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, iron deficiency anaemia, psychological trauma and pelvic pain outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, alopecia, cyst, bladder disorder and urinary tract disorder had resolved. The reporter considered alopecia, bladder disorder, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2009(previously reported). She received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). In (B)(6) 2007, she had hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result-not provided. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Added reporter. On (B)(6) 2007, she implanted essure (previously reported as (B)(6) 2009). Added event pain. Essure model change from ess305 to ess205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.